Event description:
It was reported that the pump was currently alarming. A motor stall had been confirmed on (B)(6) 2015 with no recovery recorded in the logs. However, the stopped pump period may exceed tube set was also noted on (B)(6) 2015. The patient had a magnetic resonance imaging (MRI) scan of the brain the day which correlated with the motor stall. The pump was checked on (B)(6) 2015 but the logs were not accessed. The patient did not report any symptoms of withdrawal but rather only increased leg pain. The physician programmer had displayed a reservoir volume of 2.5 milliliters (ml), however, the reservoir volume was not initially checked. It was later reported that the reservoir volume was measured and matched the expected volume. Further, this was reported as an erroneous error from telemetry mode failure after an MRI. The office staff and patient were further educated. This device system delivered fentanyl and baclofen. The patient was currently receiving effective therapy. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).